Manufacturer narrative:
(B)(4).

Event description:
The customer reports: wing on peel away sheath detached from sheath.

Manufacturer narrative:
(B)(4). The customer did not return the actual sample; however, they did return three photos for evaluation. The photos show a peel-away sheath with one sheath tab separated. The device contained significant signs of use. A portion of tab was seen inside the separated tab. However, full visual inspection could not be performed as no sample was returned for analysis. The IFU provided with this kit cautions the user, "avoid tearing the sheath at the insertion site which opens the surrounding tissue creating a gap between the PICC and the dermis." The reported complaint of sheath tab separation was confirmed by visual examination of the customer supplied photos. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: wing on peel away sheath detached from sheath.